Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. Customer stated that infusion set was bent. Customer had trouble with infusion set few days ago and blood glucose was going up and when they took it off then infusion set was bent. When the customer putted new set it was not stick and fell off. The customer declined troubleshooting for high blood glucose event, bent cannula and site not sticking. The insulin pump will not be returned for analysis.